Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -08.50/+2.0/091 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2023. The patient complained of light rings/halos. Cyclogel was used. At post-op visit the light rings/halos had resolved and the patient was 20/15 and happy. The lens remained implanted.

Manufacturer narrative:
A2: unk. A4: unk. A5: unk. A6: unk. B3: unk. D6b: na. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).